Manufacturer narrative:
The reported event was addressed with phone support. The surgeon opted to cut around the tissue clamped by the instrument. The issue was resolved with a power cycle. It was believed that the problem was due to a handling error of the surgeon who used the swap pedal without realizing it and thus blocked the control of his instrument. The instruments involved will not be returning as the customer decided it was not an instrument problem and they did not want to lose the lives remaining. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A medical review was performed by the intuitive surgical, inc. (Isi) medical safety officer (mso) which concluded that the ¿outer sheath of the ureter¿ that was cut was very thin and did not require any repairs. The surgeon stated that the cut tissue has no impact on the patient. As confirmed with the isi medical safety officer, the cut tissue was insignificant and will have no impact on the patient. Thus, this complaint does not meet the criteria of an adverse event as per our reportability guidelines. A review of the site¿s system logs confirmed engagement error 22020 and showed two maryland bipolar forceps, identified below, were used in a pyeloplasty procedure performed on system sl0314. The instrument logs show that the 0148 instrument has been used in subsequent procedures on 23-nov-2022, 25-nov-2022, and 28-nov-2022. The logs show that the 0291 instrument has not been used in subsequent procedures. 1. Maryland bipolar forceps part# 471172-17 lot# k10220201-0148 2. Maryland bipolar forceps part# 471172-17 lot# k10220530-0291 the probable root cause of the tissue entrapment issue is attributed to user error as the surgeon was using the swap pedal unknowingly and blocked the instrument control. This complaint is being reported based on the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp and release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the clinical sales representative (csr) informed the intuitive surgical, inc. (Isi) technical support engineer (tse) on behalf of the or team, that the maryland bipolar forceps instrument was stuck in a clamped position. The csr informed that the surgery was at this time done. The csr informed that no one from the site had called the tse during the event. The csr would remind the site to call the tse directly whenever a fault occurs. The csr reported that the surgeon found the maryland bipolar forceps stuck during a movement while the instrument was clamped on tissue. The csr informed that the site did not have an instrument release kit (irk) at disposal at that time. As a workaround, the surgeon cut around the tissue clamped by the instrument before removing the instrument and the clamped tissue. Then, the site installed another maryland instrument on the same arm and the same fault occurred. The site did a power cycle to recover the system use. The csr was not sure about the arm involved. The tse then informed the csr that he found in the day's logs multiple engagement errors concerning the maryland installed on the universal surgical manipulator (usm)3. On the tse request, the site should normally kept the maryland instruments. All the troubleshooting steps were completed. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci clinical sales associate (csa) called the surgeon the day before who confirm that this event had no impact on the patient other than a 5 minute delay in the procedure. The csa called the surgeon to make sure that the tissue in question had not caused a per-op complication that they had to report to the appropriate authorities. The surgeon told them that it did not. In addition, the outer sheath of the ureter was adhered to the instrument. At the time of event, the exposure of the ureter was the surgical task being performed. Furthermore, it was not the tissue that was sticking to the instrument but the instrument that it was stuck to. The instrument got stuck with the bites that were holding the outer sheath of the ureter. According to the csa, a tissue did not get stuck with the second instrument used. The tissue excised due to this event was not planned to be removed as part of this procedure. However, this has no impact according to the surgeon because it was very thin and should not cause any complications according to him. Moreover, according to the csa, there was not any bleeding. According to the surgeon, this event created a delay of 5 minutes in the procedure and stress. However, this event did not affect the patient¿s health. Then, in the surgeon's opinion, there is not any concern about this event causing any long-term complications with the patient. According to the csa, the patient did not experience any post-operative complications. The instrument was available for return to isi for evaluation, but the problem occurred with two different instruments so it was decided not to increment the instruments and therefore not to send them back. There were no photos and/or videos of this event available for isi review. Isi performed further follow up with the surgeon and obtained the following additional information: the surgeon did not say exactly what the nature of the clamped tissue was, except that the small dissection that had to make around the instrument was not going to have any impact on the patient. This dissection did not add a surgical step such as a repair to the organ in question. Isi performed further follow up with the surgeon and obtained the following additional information: the problem was not solved after changing the instrument. To solve the problem the customer had to switch the robot off and on again. It was believed that the problem was due to a handling error of the surgeon who used the swap pedal without realizing it and thus blocked the control of his instrument. The control of the instrument by the manipulator was still not possible. The issue was resolved with a power cycle. The customer opted not to return the instruments because the problem was not resolved by replacing the instrument. The customer assumed that the problem was not with the instrument. If the customer were to send both instruments back for analysis, they may lose the lives of both instruments. Especially since it is believed that it is a bad manipulation of the surgeon (swap pedal) that caused the blockage of the instrument. The surgeon did not have arm swapping errors/issues. It was confirmed that no fragments fell into the patient.